Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with battery cap damage due to stripped coin slot. The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer called stating her battery cap is difficult to remove and that her pump alarmed during manual prime. Customer's blood glucose level is 218 mg/dl. He was advised to disconnect from the insulin pump. The device was not dropped or bumped prior to the alarm. During trouble shooting, it was discovered that the drive support cap was protruded. Customer was advised to discontinue use of the device and revert to his back up plan. His insulin pump is being replaced. Nothing further reported.